Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during treatment of a calcified lesion in the superficial femoral artery (proximal/mid) with a length of 120mm and diameter of 5mm, using the stent protege ef, the stent would not continue to deploy and the stent/struts were found to be deformed in vitro. The pin pull system was described as feeling like it was getting "hung up." The vessel was pre-dilated prior to attempted stent deployment using a 6fr sheath, and minimal tortuosity with moderate calcification was noted. The partially deployed stent was safely removed without any damage to the patient, and a new everflex stent of the same size was used to complete the procedure. The stent struts appeared to be exposed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the device was returned with the lock pin loosened and a portion of the stent was observed to be exposed, the device was identified as 150mm by the strain relief and the stent struts were found to be deformed, approx 14mm of the stent was exposed from the device, the blue outer sheath was detaching from the strain relief area of the device, the area of detachment was examined, and it had detached from the glue fillet, the stent couldn¿t be deployed manually by advancing the push grips. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.